Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "cassette not attached properly" error. This occurred during testing. No patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history was reviewed and there was no relevant or related history found within the review period. Event history was reviewed and found cassette not attached properly errors. Functional testing did not confirm the primary problem. Calibrated the downstream occlusion (dso) sensor and passed. Device passed all test criteria.